Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 210 mg/dl, and the meter bg reading was reading "high". Reportedly, a second cgm bg reading was 191 mg/dl, and the meter bg reading was reading "high". Reportedly, a third cgm bg reading was "low", and the meter bg reading was not provided. Reportedly, the customer went to the emergency room due to an elevated bg of 458 and diabetic ketoacidosis. Customer was treated intravenously with saline fluids and insulin. Customer was released from ER with issue resolved and no permanent damage. A replacement sensor was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.